Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Medical device manufacture date: unknown. As per attachment to this MDR for the unspecified 10ml l/l syringe w/o shield, possible other product reported that may have been involved: medical device catalog #: 301029; medical device lot #: 1152290; medical device expiration date: 31-may-2026; device manufacture date: 01-jun-2021. Investigation summary: exec summary - no physical device samples were returned. It was reported 1 syringe had a cracked barrel, and three possible pn's and lots were provided. The combination review did not reveal any detected quality issues during the production of these part numbers and lots that could have contributed to the reported defect. To date, there have been no other similar events reported for the provided part numbers and lots. Based on the limited investigation results, a root cause for the reported incident could not be determined. A device history record review was preformed for the provided part numbers and lots. This is the 1st complaint for part number 301029 and lot 1152290 for the ar code barrel crack. This is the 1st complaint for provided part number 301031 and lot 111696 for the ar code barrel crack. This is the 1st complaint for part number 301073, lot 1138210 for the ar code barrel crack. Based on limited information available after unsuccessful attempts to obtain - unable to link the defect to a specific plant. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no complete DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 1 unspecified 10ml l/l syringe w/o shield had cracked syringe issues. The following information was provided by the initial reporter: the distributor reported a cracked syringe being in a pack of devices as well.